Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) there was a loading error. The lens ended up getting scratched.

Manufacturer narrative:
Corrected information has been provided in b.5. The previously missing details have now been added. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that the scrub nurse loaded the lens as he normally does. The lens was inserted and surgeon noted the lens to have a scratch. The surgeon then removed lens from patient's eye by cutting the lens partially and removed. The surgeon inserted a new lens of the same power successfully. The issue with the lens was noted within a minute of insertion. The scheduled procedure was able to be completed as scheduled. The surgeon reported that the inserter caused the problem. There was no impact to the patient.